Manufacturer narrative:
Product damage (purge sidearm crack): the root cause of the damage to the purge sidearm reservoir was not determined due to lack of sufficient clinical details and unreturned product for further investigation, purge pressure low: the root cause of the drop in purge pressure was not determined due to lack of returned product and data logs for further investigation. Access site adverse event: the root cause of the access site hematoma was most likely use related owing to the improper angle matching based on the provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was in cardiogenic shock and was implanted with an impella cp device for mechanical circulatory support. During support it was reported by the medical doctor there was a hairline crack between the purge filter and the pressure relief valve, causing the pure pressure to fall off. They recommended replacing the pump. Later, it was reported there was a hematoma at the groin site. No information about the further therapy. Additional information was received. The impella cp showed a defect in the plastic of the purge side arm which required s temporary purge bypass to be set up. The impella was explanted. Regarding the hematoma, this was noted to be a user error. The impella had been sutured flat against the thigh. The dressing was renewed and the sheath was correctly repositioned which resolved the bleeding.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 medical device problem codes were updated/corrected and repopulated accordingly.